Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported the customer has had a total of 4 "medication errors" as a result of communication error 951. There was patient involvement however patient impact is unknown. The most recent event is captured in pr (B)(4). The file has been opened to capture the other 3 unspecified medication error events. Although requested, no additional details were provided by the customer.

Event description:
It was reported the customer has had a total of 4 "medication errors" as a result of communication error 951. There was patient involvement however patient impact is unknown. The most recent event is captured in pr (B)(4). The file has been opened to capture the other 3 unspecified medication error events. Although requested, no additional details were provided by the customer.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-136616 is a concomitant. Please refer to manufacturer report number 2016493-2023-136121, which captured the correct suspect device per investigation report.